Event description:
(B)(4) clinical study. It was reported that during a coronary stenting treatment procedure, incomplete apposition of the stent occurred. The index procedure treated the 70% stenosed, 2.5x9mm target lesion located in the mid left anterior descending artery. Using a direct stenting technique, a 2.5x16mm taxus liberte stent was placed. Post ivus was performed revealing incomplete apposition of the stent. Treatment consisted of additional post dilations with a non-compliant balloon resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).